Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized on (B)(6) 2020 due to high blood glucose level. The blood glucose of the customer was 600 mg/dl at the time of the incident. Customer stated that they experienced diabetic ketoacidosis. The customer was treated with insulin shots, pumping fluid. Customer stated that auto mode feature was not active and not automatically adjusting insulin at time of high blood glucose level event. The customer did experienced other symptoms like dehydration. Customer also stated that insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.